Event description:
The patient passed away from an infection. The patient was implanted femorally and was very ill prior to implantation of the lifesite system. The patient was implanted because patient kept removing catheters. Following the development of the infection the patient's family decided to withhold treatment.